Event description:
Executive director of risk management reported a pt experienced respiratory arrest due to a narcotic while receiving an infusion via a syndeo pump. The pt has recovered. No additional information was available.